Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine bleeding, menorrhagia, dysmenorrhea, tonsillectomy, allergy nos, uterine cervical metaplasia and intrauterine synechiae. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy [bilateral salpingectomy] utilizing da vinci robotic and d&c and nov). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: cervix - focal squamous metaplasia. Endometrium -late proliferative/ early secretory endometrium, negative for hyperplasia or carcinoma. Myometrium - unremarkable. Bilateral fallopian tube segments - unremarkable. Abnormal uterine bleeding, clinical. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine bleeding, menorrhagia, dysmenorrhea, tonsillectomy, allergy nos, uterine cervical squamous metaplasia and intrauterine synechiae. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy [bilateral salpingectomy] utilizing da vinci robotic and d&c and nov). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix - focal squamous metaplasia. 2. Endometrium -late proliferative/early secretory endometrium, negative for hyperplasia or carcinoma. 3. Myometrium - unremarkable. 4. Bilateral fallopian tube segments - unremarkable. 5. Abnormal uterine bleeding, clinical. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.